Event description:
The user facility reported a 25-year-old female patient of unknown race with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during placement of the impella 5.5 sustained flows were unable to be achieve. Fluid boluses were given, and correct positioning was confirmed by transesophageal echocardiogram (tee). Flows reached zero several times. The 5.5 was removed and a new 5.5 was placed successfully. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device nor the data logs were returned for evaluation. Therefore, without sufficient clinical details, the root cause of the low pump flow could not be determined.